Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013 the surgeon placed the screws for c1-c2 posterior fixation. The operation was completed successfully. On (B)(6), the patient felt pain. On (B)(6) 2013 the surgeon found the two screws had broken. The surgeon added external fixation and continued monitoring. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Event date: reported as (B)(6) 2013. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found.